Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported the both atrial and rv leads were explanted due to exit block. The patient was stable after the procedure.